Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the matrix drawer 5 was not sensing closed and 3 mag IV bags stuck between the close sensor and the sensor reflector. The field service engineer removed the bags to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es system drawer was failed and prevented user from issuing medication to patient. The customer stated that the user was able to get medication from other station. However, there were no adverse events or injuries reported based on this event.